Event description:
Boston scientific was notified that during an event when the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was inserted into the frame, it could not be coiled completely. When the pusher wire was pulled out, the coil did not move. No resistance occurred prior to this. The physician thought that the coil might have stretched or broke. It failed to be retrieved with a gooseneck snare. The pt was reported to be in good condition.